Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer was able to load a new cartridge and resume insulin successfully.